Event description:
Reporter stated that the device appears to have suffered electrical damage around the contacts. No operator injury was reported. At the time of the report, the device had been removed from service. Technical support requested the return of the suspect device and replacement product was shipped.